Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, technician found bearings worn due to normal wear.

Event description:
Customer reported that the air was leaking inside the hose and the inner hose was disconnected. During service, the technician found out that the device did not have much power, the latch was faulty and the bearing was worn from use.